Event description:
Patient was implanted with a cmf distractor. The removable extension arm-flex was noted as broken. The broken portion was removed and replaced with a rigid extension.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.